Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day as the event onset, the patient was hospitalized and treated amikacin injection (100 mg daily, intraperitoneal, ongoing) and vancomycin injection (1 gm every 5th day, intraperitoneal, ongoing) for peritonitis. Five days after hospital admission, the patient was discharged. At the time of this report the patient was recovering the events. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, and e1. B5: upon follow up, it was reported antibiotic treatment was discontinued after 15 days of event diagnosis. At the time of this report, the patient recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.